Event description:
It was reported that the unit was found with a hole in the tray assembly that was caused by the magnet rubbing the plastic and allowing for water to fill the tray assembly damaging the pc board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).